Manufacturer narrative:
This report is filed june 23, 2016.

Manufacturer narrative:
This report is filed may 23, 2016.

Event description:
Per the clinic, the patient underwent an exploratory procedure (B)(6) 2016 to determine if the receiver/stimulator had migrated. During the procedure, fluid was discovered around the device resulting in explantation of the device.